Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked distal lens, fiber breakage, dents and crack on objective frame, loose light guide adapter, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event end was cracked caused due to crack in the distal lens of the scope. The event no image was cause due to cracked in the objective lens. Moreover, the most probable cause of the reported malfunction during the investigation was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited the end was cracked. The event occurred during reprocessing. There were no reports of patient involvement.